Manufacturer narrative:
Product number and batch number updated in d tab. Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard catheter frayed. The following information was provided by the initial reporter: needle examined prior to insertion, appeared ok. Upon IV insertion, device was dull and plastic catheter frayed. Unable to insert IV, however skin was pierced. Pt. Had no complaints of pain. Small amount of bleeding noted, easily stopped with pressure placed on gauze.